Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2317-50, serial #: (B)(4), description: infiniontm cx 50 cm lead. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent a revision procedure wherein the incision sites were reopen to check for a possible infection. However, no infection was found and no culture was taken. During the procedure, it was noted that the anchor stitch came undone so physician added an additional fixate stitch in order to re-anchor one of the leads.